Manufacturer narrative:
The reported event of failure to alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 5/07/2007. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for split nut test, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported on 9/10 at 1744 dexmedetomidine (200 mcg/50 ml) dose (0.6 mcg/kg/hr.) Was programmed at a rate of 0.13ml/hr. The start volume in the syringe was 48.1618 ml. At 0554 the device alarmed for occlusion alarms, the device was stopped by the rn. It was reported that the total volume infused was 3.3419ml. There was no report of patient harm. The event occurred in the nicu. The facility biomed tested the device and noted that syringe pump failed the force calibration test and requested that the device sent in for investigation.